Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was deformed with its septum separated during use. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the septum of q-syte was found to be separated during use, and this affected product was replaced by a new product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-mar-2022. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two used q-syte units for investigation. A gross visual inspection found that one of the q-syte (unit 1) had the septum top disk detached from the top body. No damage to the top body was found. The second unit was found to have the top disk firmly attached to the top body. Both units were microscopically inspected. Unit 1 was found to have uniform adhesive residue present along the entire rim of the top body and on the underside of the top disk, indicating that adequate adhesion of the septum had been achieved during manufacture of the device. Unit 2 was found to have tears on both ends of the top disk slit. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was deformed with its septum separated during use. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the septum of q-syte was found to be separated during use, and this affected product was replaced by a new product.